Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while the surgeon made dots, the thread broke and let go when he was closing the gap. They used another thread to complete the case. There was no patient injury.